Manufacturer narrative:
Batch review performed on (B)(6) 2018: lot 156208: (B)(4) items manufactured and released on january 15, 2016. Expiration date: 01/02/2021. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
On (B)(6) 2018 the sales representative has been informed by the surgeon that a revision surgery was performed. At this time we do not know if the reason of the revision surgery is bone fracture or stem loosening.